Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination revealed no lead body insulation anomaly and electrical testing revealed normal device characteristics. X-ray examination indicated the inner coil to be overtorqued in the connector region. Based on the information received, the cause of the reported incident could not be conclusively determined since the lead performed within specification.

Event description:
During follow-up in clinic, an increase in threshold and decrease in sensing were observed. Diagnostic imaging was taken and revealed no anomalies. The lead was explanted and replaced and the patient was in stable condition.